Event description:
The customer reported the generation of erroneously low total bilirubin (tbil) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au480 chemistry analyzer and identified the probable cause as a defective r syringe. Cts recommended that the customer replace the r syringe to resolve the issue. The customer has not reported any further issues. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).